Event description:
It was reported that there was a motor stall. The patient heard an alarm and also had an 8476 code on his personal therapy manager, the code indicated a motor stall. The patient was prescribed oral pain medication by her doctor. The patient was fine and did not have withdrawal symptoms. The stall occurred on (B)(6) 2011, no recovery was noted in the logs. The drugs used in the pump at the time of event was not reported. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the on (B)(6) 2011 logs noted a motor stall on (B)(6) 2011. The pump was alarming (reported previously) and was programmed to stop. It was added that the patient decided to wait back then for pump replacement and was managed on other meds for pain. Catheter dye study and rotor study was not done. The pump was replaced and patient sustained no injury; recovered without sequel. In addition to the drugs reported previously the pump also infused saline.

Manufacturer narrative:
Final device analysis for the pump revealed motor gear train corrosion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.